Event description:
On (B)(6) 2011, it was discovered through review of the pt's programming history that a faulted sys diagnostic test run on (B)(6) 2008 changed the pt's settings. No final interrogation was performed before the pt left the clinic and the pt presented at the next visit on (B)(6) 2010 with the incorrect settings of output current = 1.00 ma/frequency = 20 hz/pulse width = 500 usec/on time = 30 sec/off time = 60 min/magnet output current = 1.00 ma/pulse width = 500 usec/on time = 30 sec. The pt's current settings according to the MFR's consultant are output current = 1.00 ma/frequency = 20 hz/pulse width = 500 usec/on time = 30 sec/off time = 1 min/magnet output current = 1.00 ma/pulse width = 500 usec/on time = 30 sec (however, 1 min off time is not an option for programming settings it is unclear if the consultant meant 1.1 minutes). If add'l info is received, it will be reported.

Manufacturer narrative:
Analysis of programming history.